Event description:
It was reported that a customer reused a single-use product during use of the homechoice device. The patient stated they had difficulty priming so the replaced the cassette and not the solution bags. The home patient replaced the cassette but did not replace the bags. This constitutes a use error. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. Should additional relevant information become available, a supplemental report will be submitted.